Event description:
Information was received from a patient. It was reported that error messages were displayed indicating to call the manufacturer while they were trying to charge their implantable neurostimulator (ins). The patient further clarified that they were getting a software problem error message, with the exact code documented as ¿1- intellis, 2- 3.0, 3- 1540, 4- app manager. C¿ and another message with the code being ¿1- intellis, 2- 3.0, 3- 0,¿ which they got a couple of weeks prior to the date of this report. The patient was also getting a system problem ¿rm04¿ error message that was displayed on the controller. It was also reported that it was taking the patient longer to charge their ins and that they would lose recharge quality when moving the controller while charging the ins. The patient further clarified that the recharge quality would change from excellent to ¿nothing¿ and confirmed that the recharger would still be directly on the ins when this would occur. The patient stated that they thought the recharger cord was pulling out from the paddle, although they confirmed that there was no visible damage to the recharger. It was noted that the issues were persisting despite resetting the controller. The patient mentioned that all of the issues would occur when charging their ins and that they all started at least a month prior to the date of this report. It was further reported that the patient¿s recharger was getting very hot. The patient noted that this was noticed on the date of this report. The patient was redirected to the repair department and a replacement recharger was requested. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a poor recharge quality message and the device was scrapped due to failing bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.